Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to claim that since (B)(6) 2013 the transmitter has been out of range. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible.